Event description:
It was reported that the lead was explanted one day after implant due to unknown issues. There were no additional adverse patient effects reported.

Event description:
It was reported that the lead was explanted one day after implant due to unknown issues. There were no additional adverse patient effects reported. Additional information later received noted the device had dislodged shortly after implant and prior to patient discharge. Lead testing and an x-ray confirmed the dislodgement and a revision procedure was performed. Debris was found in the helix and the physician opted to place a new lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes b5: describe event or problem, h6:device codes, h6:impact codes, along with any other relevant fields have been updated.